Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "burning smell detected during pt use." The respiratory therapist removed the heater due to alarms and detected the burning smell upon removal. On the damaged equipment tag during bench testing it was noted that the unit was very hot, very quickly. No pt injury reported.